Event description:
The account initially obtained a result of 123 mmol/l for an outpatient sodium. When repeated, the sodium was 140 mmol/l. The incorrect result was not reported. The field service rep found the sample probe was damaged and repaired the instrument.